Event description:
Ventilator alarmed with volumes low and went inoperative. Pt's "spo2" pre 95-97%; post incident 91-94%. No other significant clinical changes noted. Pt taken off vent and placed on another.